Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly for the past few months. Customer reported blood glucose level was not impacted. Review of pump data by tandem technical support was unable to confirm the reported issue. The pump logs appeared to indicate that the pump was depleting normally within average parameters.